Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, dilated left atrium (la), and dilated left ventricle (lv). A steerable guide catheter (sgc) and a mitraclip xtr were inserted, and the clip was implanted without issues. To further reduce the mr, a mitraclip ntr was inserted without issues. However, while applying the plus and minus knobs oof the sgc, it was noted that it was too flexible, and could no longer straighten the sgc. While the ntr was in the valve, it was observed that one gripper was not functioning as intended. The clip had become caught in chordae. Troubleshooting was performed, and the clip was able to be removed from the chordae. However, it was observed that a chordal rupture occurred., the clip was removed from the patient. While outside the patient, it was observed that the gripper line was broken. Another clip was inserted and implanted without issues, reducing the mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper line break and inability to raise the gripper arm were confirmed. The reported difficult removal from anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. The reported noise could not be replicated in a testing environment as it was likely a symptom of the cable break. Additionally, the gripper line was observed to be deformed (bent). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The broken gripper line was submitted to the materials characterization lab for analysis. Based on available information, the reported inability to raise the gripper arm is a cascading event of the broken gripper line. A cause for the reported broken gripper line could not be conclusively determined. A cause for the difficult removal from anatomy could not be conclusively determined. The reported noise was likely a cascading event of the broken gripper line. The observed bent gripper line is likely a cascading event of the difficult removal from anatomy. The reported tissue injury appears to be a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.